Manufacturer narrative:
An attempt was made to obtain information regarding the initial surgeon and date of implantation, but it was unsuccessful. There is one other complaint for the device ratcheting mechanism failure, but because the implant was not returned, the two events cannot be linked.

Event description:
A female underwent revision surgery of the 2 level acdf due to failure to fuse at one of the levels. The exact date of the initial surgery is unknown. Upon exploration of the surgical site, the surgeon and the sales rep examined the plate and noticed that the subsidence plate's ratcheting mechanism failed. This was thought to be the cause of the failure to fuse. The sales rep stated that, she was able to pull the two parts of the plate apart with little effort.